Event description:
According to the reporter, intra-operatively in a laparoscopic procedure, the devices were unable to fire. They used another device to complete the case and resolve the issue. The patient was alive with no injury. The devices are expected to be returned for evaluation.